Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge decreased from 45 units to 2 units within 5 minutes; however, the customer reported that 43 units of insulin had not been delivered. The customer reported that there was no leaking or wetness that had been observed. The customer blood glucose level was 132 mg/dl, and it was confirmed that a new cartridge would be loaded onto the pump. Although it was requested that the customer upload the pump data for review; no further information was provided on the reported event.